Event description:
Info received indicates that the tube is leaking at the flow stop handle.

Manufacturer narrative:
One used administration set without knowing lot number was returned to slc moog for eval. The complaint about the leakage at the flow-stop housing of administration set product ((B)(4)) was investigated and confirmed. There was a hole at the flow-stop housing. In addition, DHR was reviewed with zero defects. Complaint will be continued to monitor for the trend.